Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #m9054m. The device was received with the upper jaw bent and the I-blade upper tip broken and slightly lifted. The upper jaw was returned with the device. In addition, the cable was cut off. The cable cut off is not related with complaint. Due to the returned condition of the device, no functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cystectomy procedure, no correct function. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.